Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple connection error alerts while attempting to charge the pump with the usb cable and wall adapter. Reportedly, the customer did not have an alternate charger available. The customer's blood glucose level was 386 mg/dl. The customer declined further follow up from tandem technical support.